Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. During the procedure, five minutes after deployment, it was discovered that the device was embolized into the right atrium. The device was snared out using an non- abbott snare. The physician believes that an non-abbott ice cather to be the cause of embolization. Patient is reported to be stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.